Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 120 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer stated the display went blank after being in the after for thirty minutes with the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.